Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During resmed evaluation, an astral device displayed an error message (sf147) related to the main blower. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed water damage and white powder contamination throughout the pneumatic block and air pathway. The pneumatic block assembly and thermistor were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf147) related to the main blower. There was no patient involvement reported.